Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Customer had symptoms of nausea, vomiting, thirst and weakness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer stopped troubleshooting and states that high blood glucose was not due to insulin pump.